Manufacturer narrative:
It was reported that "after the alginate dressing was removed my wound appeared green in color. The nurses were discussing whether it was infected. One of the nurses thought maybe the green was healing it, while the other nurse thought it looked infected, and again, my new skin was gone. I was prescribed amoxicillin". The product used has not been confirmed as part of a recall as no lot number has been provided at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Burning sensation which led to a serious infection".

Manufacturer narrative:
Updated information a2, a3, a4, g6, h2.